Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose during the event was 49 mg/dl and the current blood glucose was 90 mg/dl. The customer did not have any symptom of hypoglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with glucose tablets. Auto mode feature was active at the time of incident. Customer also stated that the pump went through body scanner. The insulin pump passed the displacement test. The insulin pump will not return for analysis.